Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported, that the wake button was sticking. The customer's blood glucose level was 229 mg/dl. Customer applied more force to the button to resolve the issue. The customer will continue to use the pump for insulin therapy. And a replacement pump was sent.